Event description:
It was reported that an ilet user experienced persistently rising blood glucose after a supply change and a meal with sweets, despite confirmation that insulin delivery was occurring and no kinks, occlusions, or leaks were observed; the user employs a cd infusion set, and a guided repeat supply change was completed with insulin delivery restored, with a plan to reassess for a downward trend. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included on-call troubleshooting, verification of insulin delivery, visual inspection of the infusion system by the user and caregiver, and a guided replacement of the cartridge, connector, and infusion set. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause potentially influenced by meal content, and with device components replaced to rule out delivery pathway issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.